Event description:
It was reported that the patient experienced hyperglycemia of 401 mg/dl and dry mouth , and a bent cannula, bruising were also observed at the old abdominal infusion site on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545.manufacturing site: 3003442380.